Manufacturer narrative:
(B)(4). Date sent: 12/21/2017. Batch# unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic vaginal hysterectomy procedure, the tissue pad split in half during activation on max setting and fell off the device. Both pieces of tissue pad were retrieved from the patient. X ray per hospital protocol. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient.